Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device number 5888525 , and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who underwent primary breast augmentation with 450cc mentor memorygel breast implants presented with bilateral capsular contracture; baker grade unknown, post procedure. Additionally, left sided scarring was noted. As a result, bilateral prosthesis replacement with 350cc mentor memorygel breast implants was performed. The left sided device was reported previously under 1645337-2019-20439. On (B)(6) 2020 mentor received additional information and initial awareness of the right sided capsular contracture. This report relates to the right prosthesis.